Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph and a video were provided for evaluation. The visual inspection of the provided picture and video confirmed a leak at the level of the return luer connector and a leak at the level of the warmer luer connector. The reported condition was verified. The cause is manufacture related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on the luer lock return line of a prismaflex m100 during priming. There was no patient involvement. No additional information is available.